Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. E1: initial reporter phone.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a follow up was performed and a lead revision and potential commanded shock test was scheduled for the near future.